Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-dec-2025. Investigation summary: bd received 1 sample and 3 photos for investigation. The images show one btd device with all its components (holder, hub sleeve, and np cannula), along with the tyvek packaging displaying the catalog number, batch number, and expiration date. All components appear to be in good condition; however, the device exhibits evidence of dried blood inside the hub. The returned sample was evaluated by microscopic analysis. The hub and needle lumen were unobstructed; however, residual blood deposits were present. Additionally, 48 retention samples from bd inventory, were visually evaluated for sleeve assembly, pierced sleeve, defective sleeve, clogged cannula and foreign matter in non-patient (np) cannula with no defects observed. Furthermore, 12 of the retain samples were functionally evaluated for leakage and all samples tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clog. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® blood transfer device, one (1) unit was found to be clogged, preventing dispensing during use. There were no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® blood transfer device, one (1) unit was found to be clogged, preventing dispensing during use. There were no health impact or consequences reported.

Manufacturer narrative:
E1: initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.